Event description:
It was reported that the bd¿ luer-lok syringe was found cracked. The following information was provided by the initial reporter: "cracked syringe".

Manufacturer narrative:
H6: investigation summary : it was reported there was a cracked syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with the plunger rod-rubber stopper. The syringe also has red spots that appears to be blood. From the photo it is not possible to identify the symptom reported by the customer. A device history record review was completed for provided material number 301035, possible lot numbers 9022891 and 8360754. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9022891, medical device expiration date: 31-dec-2023, device manufacture date: 22-jan-2019. Medical device lot #: 8360754, medical device expiration date: 31-dec-2023, device manufacture date: 26-dec-2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringe was found cracked. The following information was provided by the initial reporter: "cracked syringe."